Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized for 24 hours and their pd catheter was repositioned. The patient was treated with fortaz (1g per day for 21 days, route was not reported) and gentamycin (80 mg per day for 21 days, route was not reported) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.